Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask if they were exposed to similar products, such as artificial nails. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Do you have any photos of the reaction? What was the purpose of the antibiotics? Were the antibiotics administered oral or IV? What is appearance of drainage (clear, purulent, serous)? Does the surgeon opine that this is an infection? Initial procedure date. Please describe patient symptoms and date post operatively when symptoms began? Please describe any medical or surgical intervention that was done to address the patient issue? What type of medication? Dose? When (date) administered? Was the product removed? If yes, please provide date and was another method used to close the incision? Location and incision size of product application? What prep was used prior to prineo use? Please describe how the adhesive was applied on the tape? Was incision re-prepped before closure? If so, with what? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction. What does the reaction look like? Please provide details. How large of an area does the reaction cover? Did the skin reaction extend beyond the borders of the tape was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives?

Event description:
It was reported that the patient underwent a total hip replacement procedure on unknown date and the topical skin adhesive was used. After the procedure, while the patient was still hospitalized, the patient's body reacted to the device as a foreign body type reaction and rejected it. The patient needed an incision and drain procedure along with administration of antibiotics ; it is unknown whether oral or i.v. Additional information has been requested.